Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lens was identified to be cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the allegation of being cracked was confirmed as the lens was identified to be cracked. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a crack down the middle. The issue was identified during reprocessing. There were no reports of patient involvement.